Event description:
It was reported to manufacturer by facility; (B)(6), per facility a male resident was being lifted out of a chair moving to his bed and was suspended in the air, when the post that extends vertically downward from the lift arm and connects to the scale, the scale king pin / bolt broke that is sheared off. The resident fell several feet to the floor and was taken to the hospital ER for medical exam. All of the diagnostics in the ER were negative and the resident was returned to the facility the same day. One of the two nursing assistants was also injured when she attempted to break his fall. (B)(4) to get scale and cradle returned for evaluation.